Event description:
It was reported that a patient presented with discomfort from extra cardiac stimulation. X-ray imaging confirmed lead dislodgement on the right ventricular lead, resulting in loss of capture and low pacing impedance. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.